Event description:
It was reported that during a laparoscopic appendectomy procedure the cartridge did not staple when fired in the device. They used another like cartridge with the same device and proceeded with the surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). No device return. The analysis results found that the tr35w reload was received in good visual conditions and fully fired. No functional test could be performed due to the conditions of the reload. Event could not be confirmed as no device was received for analysis.